Manufacturer narrative:
(B)(4).

Event description:
It was reported that the user was not able to advance the cathlon of a jelco® viavalve® safety IV catheter from the needle into the patient's vein. It was noted that they "had to use two hands to do so" and it was very difficult. After the venipuncture, the user was unable to sheath the needle with the safety cover; it would not slide forward with forcing. No injury was reported.